Event description:
Boston scientific crm received information that a red alert was issued for this implantable cardioverter defibrillator (ICD) indicating right ventricular (rv) pace impedance was >3000 ohms. Thresholds were elevated in the rv. The patient's underlying rhythm was atrial fibrillation and the patient was pacemaker dependent. Oversensing and pacing inhibition were reported, resulting in long pauses. The patient experienced a near syncopal episode but did not pass out. No inappropriate therapy was delivered.

Manufacturer narrative:
A lead issue was suspected. An intervention was performed and a secure connection was confirmed. The lead was reconnected and the issue persisted. A lead fracture could not be identified visually or via x-ray. The physician elected to replace the device as it was nearing elective replacement indicator (eri). No additional information is available. Should any additional information related to this event become available, this event will be updated. This supplemental report is being filed to correct the previous allegations made towards these products. It was confirmed there were no lead issues while this device and lead were implant. A former field representative had transposed model/serials. This device was explanted for normal battery depletion and returned for analysis. Upon return, the device underwent detailed analysis. All the setscrews move freely and all the seal plugs were intact. Tool marks were present on the front and the edge of device case. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. In addition, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range.